Event description:
Resident was seated in a wheelchair (with an attached trunk support) which was fastened. The resident apparently slid down in the wheelchair and was found with the front of the trunk support under his chin. Staff lifted the resident, to unfasten and remove the trunk support.